Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, is was not detected on communication bus. The customer reported that the malfunction occurred while the user trying to issue medication to a patient, resulted delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failures were found. The field service engineer ran diagnostics on drawer 2, shut it down, reseated all cables, rebooted drawer 2, and tested it to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.